Event description:
The patient experienced an increase in coughing which wouldn't subside along with a painful feeling in the area around the vagus nerve. The patient was rushed to the hospital in attempt to alleviate the patient's symptoms; however, there was no one available experienced with vns therapy to help the patient. It was reported that the patient put the magnet over the device, which made the symptoms resolved. The patient was later seen by their neurologist who reduced programmed parameters. Neurologist indicated that it was still unclear why the patient's problem occurred so abruptly and that the patient is doing well since the reduction in programmed parameters. It was reported that the patient experienced a 50% reduction in seizures with the vns therapy.